Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The device was activated multiple times on a saline soaked towel with acceptable results. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device did not work to its normal standard. There was an oozy bleeding after the procedure. Another ligasure was used as a resolution to the issue. There was no patient injury.